Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off label per the user guide. The customer changed to a new cartridge with on label insulin and successfully resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.